Event description:
A review of the maude database revealed a report from an eye care professional reporting that a (B) (6) female pt experienced a corneal ulcer associated with the wear of a ciba vision softperm contact lens and use of both opti-free replenish and complete multi-purpose solution easy rub formula. The pt reportedly presented with severe pain, and a watery discharge from the left eye. Slit lamp examination revealed a mild ulcer located at 4:00 to the central cornea. Zylet and besivance were prescribed to be alternated every two hours. The event resolved in 1 week and contact lens wear was resumed with no impact on visual acuity. In f/u, the eye care professional indicated that the event was mild in nature, possibly related to use of complete multipurpose solution was eyesight threatening, required treatment to preclude permanent injury and pt recovered without sequelae. The pt has used complete in the past without problem. No add'l info is expected.

Manufacturer narrative:
Device discarded-unable to f/u. It is unk if the device failed to meet specs as the MFR did not receive the complaint sample for analysis. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, we have been unable to determine the relationship. Root cause has not been established.